Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was defective. It was also noted that the system fan was noisy. The radiofrequency head cable was worn but functional. Errors were noted in the software history log and the printer paper was almost empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.